Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer experienced skin irritation while wearing an adc freestyle libre sensor. It was further reported that when the sensor was removed, after 14-days of wear, caller noticed ¿bruising¿. On (B)(6) 2018 customer was taken to his healthcare provider and the customer¿s hcp prescribed thiocilline (bacitracin, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer¿s caregiver reported customer experienced skin irritation while wearing an adc freestyle libre sensor. It was further reported that when the sensor was removed, after 14-days of wear, caller noticed ¿bruising¿. On (B)(6), 2018 customer was taken to his healthcare provider and the customer¿s hcp prescribed thiocilline (bacitracin, an antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.